Event description:
It was reported that this ipp was explanted and replaced on the date of implant as the pump was not working. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected and microscopically inspected and leak tested. Under microscopic observation, the pump poppet rod was found to be misaligned. The pump passed leak testing. The pump was not functionally tested due to the misalligned rod. The cylinders were visually inspected and leak tested and passed all testing. Analysis confirmed the clinical observation of the pump not working as the misaligned rod could have impacted device performance. B2 outcomes attributed to event: added hospitalization.

Event description:
It was reported that this ipp was explanted and replaced on the date of implant as the pump was not working. No patient complications were reported.